Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic reported a burnt power cord during an internal audit. No patient involvement. The plug was discolored on the flat surface where the prongs stick out. The discoloration was brownish/ black and indicated possible charring. There were never any smoke, flames, sparks, melting or burning smell. The cord was replaced and the dialysis machine was put back into service.

Manufacturer narrative:
The alleged event was not confirmed. The device component was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.